Event description:
(B)(4) trial. It was reported that post a stenting treatment procedure, thrombosis and patient death occurred. The patient presented at the time of the index procedure due to a positive stress test and a prior angiogram which revealed significant multivessel disease. The procedure was performed supported by a left ventricular assist device due to cardiomyopathy. The first lesion was located in the proximal to mid left anterior descending coronary artery (lad). The first diagonal was reported to have 99% stenosis in the mid section. This target lesion was in stent restenosis of a previous unknown bare metal stent implanted in 2009. A 3.0x38mm taxus liberte stent was advanced and deployed to cover the lad and first diagonal lesion with no noted issues. The second lesion was located in the 90-99% stenosed first obtuse marginal (om1) at the takeoff from the left circumflex coronary artery (lcx). This target lesion was in stent restenosis of a previous unknown bare metal stent implanted in 2009. A 2.5x12mm promus stent was advanced but was unable to cross the lesion. It was removed, and a second 2.5x12mm promus stent was advanced and successfully deployed in the om1 with no noted issues. The post operative diagnosis was successful revascularization of the mid lad and om1. The patient was discharged the next day on aspirin and plavix. (B)(6) 2011: the patient was admitted due to chest pain and diagnosed as having a myocardial infarction (mi). Cardiac catheterization revealed thrombus within the previously placed taxus liberte in the lad. There was no issue at that time with the promus in the om1. Angiojet aspiration was performed. The patient developed heart block. Optical coherence tomography (oct) was performed revealing evidence of improved but persistant luminal thrombus. A 3.0x15mm non-bsc bare metal stent was implanted in the lad to treat the thrombus. Repeat oct revealed improved luminal patency and resolution of the thrombus. Final angiography revealed timi-3 flow, good stent expansion and no residual dissection or perforation. The patient was discharged 3 days after being admitted. (B)(6) 2011: the patient had a cardiology visit where it was noted that the (B)(6) 2011 thrombosis was due to medication non-compliance, but that the patient might have been told to stop his plavix due to a fistula replacement. Five days following this visit, the patient died at an outside facility during dialysis treatment. It is reported that the patient died due to a cerebral vascular accident and cardiac arrest.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).